Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6). Product type recharger product ID 97745 lot# serial# (B)(6). Product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported from the rep. They stated that the cause of the ins battery getting low quicker than before/poor coupling was unknown. The patient weight was also unknown. They stated that new items were sent and it was resolved.

Manufacturer narrative:
Concomitant medical products: product ID 97755, serial# (B)(4), product type recharger, product ID 97745, serial# (B)(4), product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer rep regarding a patient with an implantable neurostimulator (ins). The patient reported seeing a no device found screen, then later it will let him charge a little and will get to 60 percent and then say "finished". The patient reported that he has been having trouble charging the implant "the last 3-4 months". The reason for call was that "it would charge but would have trouble connecting with the implant until I take the battery out of the controller then it would connect". This issue appears to be related to rtm. An email was sent to the repair department to replace the device. The rep reported (with the patient on the phone) that the patient received a replacement rtm, they stated that the patient indicated his ins battery is getting low quicker than before. Patient reported he would get excellent coupling and then drops to no coupling. Patient indicated he has lost about 30 lbs since implant and has trimmed off 6" of belly fat. Caller reports the ins was not deep, can feel the ins. Reports when patient was charging, he would see excellent coupling and without movement drops to no coupling. Reviewed caller needs to assess ins pocket site. The caller believed the controller was the issue. The patient indicated he was able to use his controller and communicate to his implant fine when rtm was not connected. They were getting excellent coupling and then would drop to no coupling. It was reviewed that the controller did not appear to be the issue. The rep believed it was the issue and insisted on replacing the controller.